Event description:
The customer reported that the customer used the suspect device to check blood glucose at 12:03am and obtained a result of 253 mg/dl. The customer then said the result was stored in memory as 765 mg/dl.